Event description:
It was reported by repair work order that the siderail would not lock into position due to the timing link being damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Further evaluation performed by service technician determined that the bed exit would not alarm locally due to the incorrect footboard being installed on the bed. Service technician replaced footboard and bed exit functioned properly.

Event description:
It was reported by repair work order that the siderail would not lock into position due to the timing link being damaged. It was further reported that the bed exit would not alarm at the bed due to the incorrect footboard being used. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.